Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board, proportional valve, solenoid valve, blower chassis tubing and system board tubing were replaced to address the issue.